Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the emergency room with symptoms of diaphragmatic stimulation. Upon interrogation of the implantable cardioverter defibrillator, the device exhibited backup operation. Backup operation was caused by telemetry interruption with the device and transmitter due to a blackout at the patient's home. Normal function on the device was successfully restored.